Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside. She went to urgent care and tampon pieces were removed and she was diagnosed with a yeast infection and prescribed antibiotic. Her health has improved.